Event description:
The healthcare professional reported that before the intraocular lens implant surgery, the broken haptic was noticed and must change the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product code of a2201 was submitted. It should have been a0502. The manufacturer internal reference number is:(B)(4).